Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify unexpected battery power loss due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. They were rewinding the insulin pump and was about to insert a new reservoir but nothing was showing up on the screen. The customer stated that even if they hit a button, nothing would show. The customer¿s blood glucose was 98 mg/dl. They changed the battery and received a battery out limit alarm. Troubleshooting was performed. They had multiple batter out limit alarms in the alarm history. They were instructed to insert a new battery. The device alarmed a battery out limit. Additionally, it was noted that they did not receive a low battery alert prior to the off no power alert. A new battery did not resolve the issue. The insulin pump will be returned for analysis.